Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient presented clinic where the ICD was interrogated and a new mobile transmitter (mtx) was provided. This resolved the ble issue. There were no reported patient consequences.